Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-12392. The pt rec'd a letter regarding the charger swap program and refused the charger swap. The pt reports only using the system for the first two weeks after implant as he found it ineffective and possible bowel/bladder issues. The sjm rep met with the pt, however the pt refused reprogramming. The pt wants the system explanted.